Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to accurately indicate the report source as foreign. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 scope communication error could not be determined. Error b30 occurs when there is a communication failure with a scope due to a foreign material or moisture adhered to the electrical contact and is displayed when the device fails to load the scope identification data to the hardware and displays a registry error. It is possible that the issue occurred due to the presence of foreign material or moisture. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was producing a b30 scope communication error during preparation for a gastroscopy procedure. According to the initial reporter, another device was used to complete the procedure. The customer noted that the error code was occurring with multiple scopes, and he ultimately had to do a complete restart of the unit to clear the code. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested and no error codes were present. However, it was noted that the unit was equipped with outdated software and should be upgraded. If additional information becomes available following the device evaluation, a supplemental report will be filed.